Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer reverted to manual insulin injections. There was no adverse impact to customer¿s blood glucose level.